Manufacturer narrative:
E.1 other occupation: (B)(6). D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 09feb2018, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The report of "glycol reading different from the temperature probe" was confirmed during fse testing and subsequently confirmed in the dchu inspection process. According to work order wo: (B)(4), the fse reported that smart remote manager was showing fluctuating temperatures. The station was rebooted, and diagnostics were run, revealing a discrepancy with the glycol probe bottle. The device was powered off, and the glycol bottle was replaced with a new one. The station was then rebooted, and diagnostics were run on the temperature probe. All tests passed successfully. During dchu visual inspection: assy srm buffered temp probe with part number 136355-01 presented thermal damage in a section of the assy, cable, shielded, temperature. During dchu testing: assy srm buffered temp probe with part number 136355-01 did not require any additional testing due to visible thermal damage observed during external inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the glycol reading was off from temperature probe. As per part investigation, it was determined that there was thermal damage observed on the assy smart remote manager buffered temperature probe along cable. There were no delay, no adverse events or injuries reported based on this event.